Manufacturer narrative:
(B)(4). In this case, it was reported that following an aortic valve replacement (avr), the patient required ECMO due to complications. During the avr it was discovered that the patient may have had hypertrophic obstructive cardiomyopathy. The patient expired approximately one (1) month post-op; cause of death is unknown. There is currently insufficient information available to conclusively determine the root cause of this event. Patient medical records have been requested in order to determine if this event was related to the edwards valve. If additional information is received, a supplemental report will be submitted accordingly. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the patient had an aortic valve replacement (avr) procedure and was placed on ECMO. It was discovered during the avr that the patient may have had hypertrophic obstructive cardiomyopathy (hocm). This caused complications that have put this patient in serious condition. The patient expired approximately one (1) month post-op. The cause of death is unknown. No other details available at this time.

Manufacturer narrative:
Updated describe event or problem, relevant tests/lab data, other relevant history.

Event description:
Edwards received additional information that the patient contacted the transcatheter valve clinic for tavr evaluation. Once workup was completed, the patient was deemed low-risk for open aortic valve replacement and underwent implantation of a 25 mm bioprosthetic aortic valve. Tee showed a well-seated valve with no central or paravalvular leak. The patient was initially weaned from bypass when pressures dropped, causing him to be placed on bypass again. A second attempt to remove from bypass was met with right ventricular failure and hypertension, causing the patient to be placed on bypass once more. Upon the last wean from bypass, satisfactory pressure was not able to be generated and the patient was placed on ECMO. All of these times, the left ventricle was moving well with no wall motion abnormalities and normal contractility with isolated right ventricular free wall failure. The surgeon did not feel that there was any right coronary obstruction and felt this was either some sort of free wall of protection issue, or protamine reaction. The patient was transferred to the ICU on ECMO support. On pod #12, the patient was decannulated from va ECMO and transition to vv echmo and rvad due to poor lung function. Blood cultures were done and the patient was placed on antibiotics. The patient continued to require high dose pressor support and was made dnr. Tte showed minimal improvement in rv function on pressors. On pod #31, the patient became more hypotensive and acidotic and expired.